Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12670. It was reported that the right atrial and right ventricular leads were fractured. The leads were capped and replaced on (B)(6) 2010. It was noted that the helix of the right ventricular lead was retracted before capping. The patient was stable.